Event description:
Customer reported the system intermittently displays a fast stop activated message and shuts down. Did not occur during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the workstation isolation transformer connector lugs. System operates as intended. (B) (4)